Manufacturer narrative:
D1 (brand name) has been updated. Stroke/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 72-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the cp for percutaneous coronary intervention. On day 3 of support, a head CT revealed a cerebrovascular accident. The stroke was embolic. The patient was also receiving support from ECMO. On day 4 of support, the patient was bridged to impella 5.5. Stroke is a known risk associated with impella cp as described in the instructions for use.